Manufacturer narrative:
(B)(4).

Event description:
Complaint found in maude database reported as: "arterial line placed, tegaderm covered the catheter, at which point a leak in the catheter was noticed. Threaded new guide wire and replaced with new catheter. Upon retrieval of old catheter, noticed crack at hub. Manufacturer response for arrow artery catheter, arrow artery catheterization set (per site reporter). The manufacturer is currently investigating the multiple arterial catheter hub cracks we have seen at our facility. We sent back all of the previously identified unused product with same lot. This device is a different lot than other instances, but it appears to be the same type of hub crack."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with relevant findings identified. Multiple non-conformances have been initiated for the batches related to material a-04020-034 (catheter luer hub) in regard to hub breakage/leaks during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reported as: "arterial line placed, tegaderm covered the catheter, at which point a leak in the catheter was noticed. Threaded new guide wire and replaced with new catheter. Upon retrieval of old catheter, noticed crack at hub. Manufacturer response for arrow artery catheter, arrow artery catheterization set (per site reporter). The manufacturer is currently investigating the multiple arterial catheter hub cracks we have seen at our facility. We sent back all of the previously identified unused product with same lot. This device is a different lot than other instances, but it appears to be the same type of hub crack."